Manufacturer narrative:
Corrected blocks: d4 and h4. Updated blocks: d9 and h3. H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) calibration button could not be pressed even after 15 minutes after power up. The user facility tried to operate the gas flow from the central control monitor (ccm) and a 'low air supply pressure' message displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The central control monitor (ccm) indicated that calibration could not be started even though the warm up period was completed. While attempting to manually adjust the epgs, a 'low air supply pressure' message was displayed even though the pressures from the air and oxygen sources matched. The oxygen (o2) supply pressure was lowered until the low air supply message cleared, o2 pressure was at 50 pounds per square inch (psi) and air pressure was at 60psi. Calibration was successful. The voltage at the air pressure transducer was checked and was found to be 1.7 volts (v) when 0.5 v is the normal output. The unit did not operate as intended. The service repair technician (srt) powered up epgs and introduced air and oxygen. The o2 analyzer failed to calibrate with multiple attempts. Low air supply pressure alarm appeared on top of the screen indicating air pressure transducer was not operating correctly. The air pressure transducer was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.